Event description:
A user facility reported, "peanut sponge supply (reference # (B)(4)) blue radiopaque fiber flaked off during procedure."

Manufacturer narrative:
An unknown user facility reported, "peanut sponge supply (reference # (B)(4) ) blue radiopaque fiber flaked off during procedure." Because the facility was unknown, return of the device was unavailable. A supplier corrective action request (scar) was issued to the supplier, (B)(4) . The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information is available.

Manufacturer narrative:
An unknown user facility reported, "peanut sponge supply (reference # 30-106) blue radiopaque fiber flaked off during procedure." Because the facility was unknown, return of the device was unavailable. It was initially reported that a supplier corrective action request (scar) was issued to the supplier, meixin medical, however, it was realized that the blue material being referenced here was referring to the foam holder that deroyal supplies so no scar was necessary. Work instructions for the peanut sponge with foam holder were reviewed and found to be 100% verified and any found with defects are discarded. The assembled product then goes through the packaging process and a final inspection is performed and the product is released if found to be passing all inspections. The device history record (DHR) for the lot reported was reviewed and no issues were found. An inventory check was performed on (B)(4) eaches of raw material and (B)(4) eaches of finished goods and no issues were found. A complaint to sales ratio was conducted from january 2023 to september 2025 and was found to be (B)(4). Root cause: because the sample was unavailable for return and no issues were found in the production records, the root cause was unable to be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.